Manufacturer narrative:
The device was received for evaluation. The reported condition was not verified after visual inspection was performed. However, an additional defect was identified during the inspection that the female connector was not flushed to the main body. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gap was found between the female connector and the minicap of a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.